Manufacturer narrative:
Unable to prime during the prime test and motor error during the basic occlusion test due to a protruded/loose drive support disk. No alarms noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, a cracked reservoir tube, a missing end cap sticker, and a stained lcd resilient cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Insulin pump would be replaced.